Event description:
(B)(4).

Manufacturer narrative:
Loaner cns was sent to customer to use during the period they returned the unit for repair and until they received the repaired unit. Actual device being returned for evaluation. If new information is learned, a follow up report will be issued.